Event description:
"Submission of this report by co is pursuant to the provisions of 21 cfr part 803, but not necessarily required thereby, co expressly denies that any info contained in this report constitutes an admission that the device caused or contrbiuted to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissible into evidence or otherwise used in any civil action" see product evaluation attached hereto. On 5/2/88 the physician noted that the pt developed auto-immune symptoms, pain and capsular contracture in both breasts. No add'l info regarding this occurrence is available at this time. MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.